Event description:
The complainant reported patient presented with chest pains and coded in cath lab. Decision was made to place impella cp. However, attempt to place the cp was unsuccessful due to anatomy of patient and previous grafting/stenting to bilateral illiac and aortic arteries physician unable to advance impella. Decision was made to abort procedure and place the patient on an intra-aortic balloon pump. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy along with grafting/stenting to bilateral iliac and aortic arteries preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.